Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Only the bottom half came out, attached to the string- tampon [foreign body in reproductive tract] it tore in half-tampon [device breakage] this morning when removing my tampon, it tore in half and only the bottom half came out, attached to the string [complication of device removal] case narrative: consumer reported via email that the tampon tore in half while removing. No serious injury was reported.